Event description:
It was reported that patient experiences spitting after an abdominoplasty procedure. No other information was provided. There was no adverse consequence to the patient. Device still implanted. Ref. (B)(4).

Manufacturer narrative:
Method: the actual device will not be returned. Results/conclusion: the actual device will not be returned. No product evaluation can be performed. Without the finished good item/lot number it is not certain if there were any quality issues against the finished good lot nor the suture component lot. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the information provided. (B)(4). Item number and finished good lot number unknown.